Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer will use current pump or rely on an alternate method of insulin therapy.